Event description:
It was reported that (1) device was used during a laparoscopic vein harvesting. It was reported by the affiliate that the al326 instrument was empty. Converted to an open procedure to complete the case. (4) unopened sterile devices are also being returned for analysis.